Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that, following the implant procedure, the patient was feeling uncomfortable due to the ipg migrating in postop. In turn, surgical intervention was undertaken on (B)(6) 2022 wherein the ipg was repositioned, resolving the issue.